Event description:
It was reported that a person using the ilet experienced hyperglycemia with fluctuating blood glucose values and a fingerstick reading of 367 mg/dl after having already changed supplies, and troubleshooting and education were completed. Symptoms included high blood glucose. Outcomes included no reported hospitalization or long-term impairment. Investigation included troubleshooting with the user. Investigation of this case revealed no confirmed device malfunction and no confirmed device component issue, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.